Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Instrument b was returned intact for analysis with the spacer on device. Analysis found the device cannot function with the tip of the shaft pushed through the balloon. Based upon the visual and functional examination, it was concluded that the tip of the shaft was pushed through the balloon. This is user abuse. Lot g4tn61. Instrument c was returned for analysis intact but without the spacer on the device. Analysis of the device shows it cannot function with a cut in it. Based upon the visual and functional examination, it was concluded that the balloon had a cut in it, likely caused with a laser or other cutter. Lot g4tj8z. The lot records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic tuboplasty procedure, the balloon of the first device was burst when it was inflated before use on the patient. The acral part of the second device was broken off. Water leaked and the balloon was not expanded when water was injected into the third device. Another device was used to complete the procedure. There were no adverse consequences for the patient.